Event description:
It was reported that when the patient underwent an electrocardiogram, undersensing of atrial fibrillation (af) was seen on the atrial channel as evident by inappropriate atrial pacing. The cause was determined to be quiet timer blanking (oversaturation of the sense amplifier). Sensing assurance was turned off and sensitivity was decreased. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead, (B)(6) 2008. (B)(4).